Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the thermal damage first observed during procedure inside patient¿s anatomy. Cauterization was being performed when the arcing event occurred. Cadiere forceps and monopolar curved scissors instruments were in use when the arching event occurred. Arching appeared to originate from the base of the instrument. There was no injury to the patient. The instrument was inspected prior to use and there was no damage or anything out of ordinary. It was reported as unknown what caused the thermal damage to the instrument. The instrument did not collided with an energy instrument during the procedure. There were no photographic images of the device(s) or a video recording of the procedure available for isi review. The instrument was return to isi for evaluation. The patient information was not provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress. Image review: a review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The potential issue / damage cannot be seen nor determined based on the image. Root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument. No further escalations required for the image review.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was not reaching the electric output at the tip, smoke was coming from the base. The procedure was completing as planned with no reported injury.